Manufacturer narrative:
Event occurred in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with a clearlink system extension set. This occurred during infusion. It was stated that they were having significant decrease in flow of the when they do rapid infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.